Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test of the device, the handle was manipulated multiple times and we can confirm the report as provided by the user. The forceps would open, but they would not close. The device will be sent to the supplier for a further evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
During an endoscopic procedure, the physician used a cook captura serrated large forcep-spike. The device was put down the endoscope, and upon opening the device, it felt as though the cable snapped; the device would not open/close [open further or close].

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test of the device, the handle was manipulated multiple times and we can confirm the report as provided by the user. The forceps would open, but they would not close. The device was sent to the supplier for a further evaluation. The supplier provided the following information: one device from the reported event lot was returned in a zip type bag with proof of decontamination. The device was tested for "would not open or close." During functional testing, it was confirmed that the device would not operate properly when the handle was manipulated. Upon further investigation and disassembly of the device tip, it was noted that the device has a butt joint that broke at the solder connection. The reported defect was confirmed. The device history records were reviewed and the date of manufacture was january 2017 and november 2016. Neither assembly orders had devices rejected for the "will not open" malfunction. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not open or close" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause of butt joint with broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook captura serrated large forcep-spike. The device was put down the endoscope, and upon opening the device, it felt as though the cable snapped; the device would not open/close [open further or close].